Event description:
It was reported that 'we are using 5fr groshong nxt PICC for administration of chemotherapy and supportive treatment to patients. In some PICC we observed that the catheter material is thin and after some time appears folding mark on the catheter which prone to rupture of catheter.' Device is in the body of the patient and getting used for chemo infusion as per chemo protocol for certain duration. She used groshong repair kit and resolved the issue.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.